Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for gastrointestinal/pelvic floor. Friend/family member reported the device doesn¿t work/they can¿t get it to work. It was reported that the patient has a lot of symptoms including not getting to the restroom on time/going in their pants. It was reported that the patient has good and bad days and ¿sometimes it hurts¿. It was unsure if the programmer was working as they did not remember how to use it. All of these issues reportedly began about two years ago. No further complications reported/anticipated.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID (B)(4), serial# (B)(4): product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp. The patient was not seen in hcp's office since 2014 and the hcp retired 2017, no forwarding hcp was listed. No further complications reported/anticipated.